Manufacturer narrative:
Unit was received with operating currents within specification and passed self-test. Unit was also received with missing retainer and reservoir tube lip o-ring. Unable to perform functional test including rewind, seating, basic occlusion, occlusion, force sensor, and displacement test due to physical damage. Insulin pump was returned for power error 25 and low battery alarms. Power graph analysis confirmed power error 25, low battery alarms, and an abnormal unloaded voltage (ul vlith) at the power management graph due to the non-sleep anomaly software error. Unit was received with cracked keypad overlay at select button, minor scratched display window case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error 25. Customer's blood glucose level was 14 mmol/l. The plastic lid on the reservoir compartment came off. The customer was advised that the device would be replaced and agreed to return the product for analysis.